Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) inflating and deflating without apparent problem. However, the patient feels the pump is too difficult to inflate. The physician decided to remove and replace the cylinders and pump due to the pump was adhered to the scrotum. There were no patient complications.